Event description:
It was reported that the device fractured. This 155cm truselect infusion catheter was being prepared for use and was flushed normally. However, when being removed from the hoop it snapped. The catheter was not used in the patient. Another truselect catheter was used to complete the procedure. There were no patient complications reported.